Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info. Three attempts have been made to contact the reporter (the pt care dir) by telephone. One attempt has been made in writing. To date no additional info is available.

Event description:
The reporter stated that the accudrain tubing cracked below the stopcock at the zero level while in use in a clinical area. Csf leakage was observed from the crack in the tubing.